Event description:
Customer reported that a device was sent to biomedical engineering with a note attached stating that the iui had started smoking. Report does not indicate that device was in use on a pt at the time of the event and no pt event was reported. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.